Manufacturer narrative:
Fujifilm evaluated the results of the hygienic test performed by an external hygienic laboratory. 1 cfu was found for the whole endoscope, which is within the acceptable range of <5 cfu. Fujifilm concludes that the affected endoscope is reprocessable according to our cleaning IFU. Additionally, fujifilm became aware that the hospital had been storing their endoscopes wet in a storage cabinet, which is against the recommendations of the IFU. The poor hygienic condition of the scopes was determined to be a result of incorrect reprocessing and poor storage conditions at the clinical site. Fujifilm performed additional reprocessing training for the hospital staff on august 26, 2021.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
On (B)(6) 2021, fujifilm corporation became aware that during the annual hygienic test held on (B)(6) 2021 at the facility, the gastroscope was contaminated with 186 cfu of micro organism. The test was repeated (B)(6) 2021 with an individual channel system test and the water/jet channel failed with 68 cfu of micro organism. The endoscope was put out of the service. The endoscope was reprocessed at hospital site and re-tested on (B)(6) 2021 with an overall test result of 3 cfu of micro organism. The endoscope was collected and sent to the local fujifilm service center for further investigation. There was no death or serious injury associated with this event.